Manufacturer narrative:
This report is being supplemented to provide additional information from the customer and based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. More than 8 years have passed since the subject device was manufactured. Based on the results of the investigation, the event was likely caused by either an external force applied to the distal end or it was affected by aging deterioration. The following statements are included in the instructions for use which can detect the defect: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities."

Event description:
The customer experienced a 15 minute delay and an alternate scope was used to complete the procedure. No patient demographics were known and no other devices were replaced during the procedure. The device was inspected prior to use.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The investigation is ongoing. The definitive cause of the customer's experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the probe is loose and leaking. The forceps cover glue is peeling. The rubber glue is chipped. The um image has one broken element. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during an unspecified procedure using an evis exera ii ultrasound gastrovideoscope, a water leak was noted at the endoscopic ultrasound (eus) tip. There was no patient impact related to this occurrence.